Manufacturer narrative:
Common device name: urethral catheter cure ultra® straight tip lubricated pvc 14 fr. 16 inch. Distributor: (B)(4). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
Consumer reports that "he has developed a urinary tract infection while using these catheters". He reports that his doctor stated that "as long as he is using clean intermediate catheterization he will always get them". The consumer states he was put "on an antibiotic x 7 days", but cannot recall the name. No lot number available. No photographs depicting the reported complaint issue were received.